Manufacturer narrative:
Evaluation method - "other" the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) year old male patient had a skin irritation the patient's skin had one sore on his back and had one sore on his front. The patient's wife is a registered nurse and she gave medical advice and treated the irritation. The patient said he did not need any more assistance with the irritation. The medical outcome of the skin irritation is unknown.